Manufacturer narrative:
(B)(4). Product not yet returned for eval.

Manufacturer narrative:
(B)(4). Product not returned for evaluation. Most likely underlying root cause is: strip issue, user has high glucose value.

Event description:
Consumer complaint of blood result reading "hi". Expected blood sugar range is around 230mg/dl. The meter and strips were store din her living room with proper room temperature of 36-86f. Performed a back to back blood test- "hi" and 564mg/dl. Customer stated that she had a cup of water a couple of minutes ago. Reviewed the last 5 results in memory (date and time not correct): "hi" -performed yesterday morning fasting; "hi"; 569mg/dl; 261mg/dl; 314mg/dl. No adverse event reported.